Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The product was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a 74-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. A thrombus was confirmed in the abdomen at the time of the impella removal. Thrombus was removed from the patient successfully. The patient is stable.